Manufacturer narrative:
(B)(4). The insulin pump received with bleeding in lcd display window noted. Pump failed to power up due to bleeding in lcd display window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. The customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.